Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump was received with a blank display anomaly due to battery tube power connector not fully connected into j7 of pcba 1. After connecting battery tube, the pump passed displacement test. The pump was received with cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged after a fall. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.